Manufacturer narrative:
Initial and final MDR 1926617- MDR 3003442380-2024-17820- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about five infusion sets fell off during use. Patient blood glucose at the time of issue was 70-180 mg/dl. Infusion sets were in use for 8 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.